Event description:
The account alleged that the pt got out of bed and fell. The account alleged the bed exit was set and the bed exit did alarm after the pt exited the bed. The account was not aware of injuries due to the pt fall.